Event description:
Healthcare professional reported right side deflation and capsular contracture baker grade I. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side acute deflation and capsular contracture baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade I.

Event description:
Healthcare professional reported right side acute deflation and capsular contracture baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 20-nov-2024.